Manufacturer narrative:
Reported event: an event regarding fretting (trunnion wear) involving an accolade stem that was mated with a lfit v40 cocr head was reported. The event was confirmed via provided photo. Method & results: product evaluation and results: the reported device was not returned however a photograph was provided for review. The stem trunnion was severely worn and penciled to a pointed tip. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 19-nov-2008 with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient¿s hip ¿gave way¿ in the shower and they¿ve had pain for 6 months. The patient's hip was revised due to worn trunnion. The provided photo indicated that the stem trunnion was severely worn and penciled to a pointed tip. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of a CAPA. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that a patient who had been implanted with an accolade tmzf stem in 2009 was revised as the trunion has worn. The patient¿s hip ¿gave way¿ in the shower and they¿ve had pain for 6 months.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that a patient who had been implanted with an accolade tmzf stem in 2009 was revised as the trunion has worn. The patient¿s hip ¿gave way¿ in the shower and they¿ve had pain for 6 months.